Event description:
Per the audiologist, the patient had a recurrent infection at the implant site beginning in 2008. Two revision surgeries done, the following month, and approx two months later, did not alleviate the problem. The patient's device was explanted on approx two months later. No reimplantation plans were reported. The patient has an implant on the contralateral side.

Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling.